Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
In the journal vascular surgery it was stated that patients' piccs had occlusions post placement. The article was unclear on the number of bard piccs involved in the study as two manufacturers were named within the article.